Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered outdated pump settings when setting up replacement pump. Customer's blood glucose level was 439 mg/dl. Tandem technical support advised customer to adjust settings to match updated recommendations.